Manufacturer narrative:
Additional information: device evaluation: the lens was returned in a micro centrifuge vial with moisture on the lens. There was clear surgical residue on product. Visual inspection found the haptic torn and residue on the lens. Corrected data: common device name should be corrected to phakic toric intraocular lens in original MDR. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm, vticmo13.2, -7.5/1.5/079 (sphere/cylinder/axis), implantable collamer lens into the patients left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.